Event description:
Pt presented with redness and swelling around the incision tip in 2003, approx six months following surgery for gangrenous appendix. Thirty centimeters of suture were surgically removed, cultures taken. Incision was permited to heal by secondary intention. Pt returned in 2004 for surgical removal of an additional 20 cm of suture, cultures taken. Incision was closed with nylon and pt current status is reported as satisfactory.